Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the unexposed soft cannula. This tear resulted in a leak. As a result, corrosion was seen on the pcb and batteries. After multiple attempts, the pod data was unable to be downloaded from the device due to the corrosion on the pcb. The needle mechanism assembly showed no damages or deficiencies that would indicate an issue with deployment. The unexposed soft cannula tear and resulting leak can be confirmed as the cause for insulin delivery failure. Due to the adhesive pad, exposed soft cannula, and formed needle showing no damages or deficiencies, the cause for the reported skin condition irritation event could not be determined. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.3, smartphone hardware: iphone16.1, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for not sure delivering insulin. The patient also reported vomiting and skin irritation at the infusion site. As treatment, the patient administered manual injections of insulin.